Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Linked to (B)(4). The hospital reported that during the procedure that a small amount of insulation had come loose on the vasoview hemopro 2 jaws. There was no resistance noted when inserting the harvesting device into the cannula. As before, the white curvilinear insulation piece fell off of one jaw of the burner tool inside the tunnel in the patient's thigh. The piece crumbled into small pieces when I attempted to gently grasp it between the inactive jaws of the burner to attempt retrieval. No pieces could be retrieved this way. The skin was marked above the sites of visible white remnants. Cut down was performed here but no pieces were visible. There is suspected retained foreign body within the patient's tissues. Additional cut down incisions were made in the thigh and operative time increased. A new device was opened, the jaws of the new burner had clear silicone-like substance rather than a white insulation strip. This was used to burn a few more branches until the decision to cut down was made.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000516730 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.